Event description:
Per provider: product tank cap is leaking. Per independent repair center statement: unit low o2 or yellow light. The key failure is product tank leaking. Additional issues are pvc tubes leaking, tie wraps leaks and hose clamps leaks.